Event description:
Customer reported she was hospitalized for low blood glucose. Customer does not recall blood glucose level at the time of admissions. Customer did not seem to recall any information about the hospitalization. Customer was initially calling in regards with issues with the sensor. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.